Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that one day post index procedure, that a fever occurred probably due to post implanting syndrome and resolved a few days later after a hospitalization. Per the investigator, the event was related to the device and but not related to the procedure. No additional clinical sequelae were reported and no further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per the investigator, the event was not related to the device and but related to the procedure.